Event description:
It was reported that the pump was explanted because it was "non-functional". No further information was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments.

Manufacturer narrative:
(B)(4).